Manufacturer narrative:
The hospital biomedical engineer called the solutions center and reported that (per the nursing staff) no alarms were provided for a 7 second pause in the pt's heartbeat and slow heart rate following the pause for two minutes, at which time a bradycardia alarm was provided. A service order was created and a field service engineer (fse) called the biomedical engineer about this issue. The fse provided the biomedical engineer with instructions for downloading central station log files. The biomedical engineer forwarded the files to the fse, who in turn forwarded them to the (B) (4) facility for review. A review of the log files shows that there was an alarm suspend period in effect in the timeframe of the reported pause in the pt's heartbeat. That no alarm was provided is typical device behavior, as no alarms will be generated during an alarm suspend period. Results of the review of log file data was provided to the fse, who forwarded them to the biomedical engineer, and then discussed the data with the biomedical engineer. It was determined that the yellow pause event occurred during an alarm suspend period; therefore, no alarm would be provided. When the alarm suspend period ended, a red bradycardia alarm was generated for the low heart rate of the pt. The biomedical engineer also reported to the fse that he tested the device post incident and verified that the device was operating properly. The available data shows that the device was operating properly. This is not being considered a device malfunction. No further investigation or action is warranted. (B) (4)

Event description:
The hospital biomedical engineer called the solutions center and reported that (per the nursing staff) no alarms were provided for a 7 second pause in the pt's heartbeat and slow heart rate following the pause for two minutes, at which time a bradycardia alarm was provided.